Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify, when the "subsequent circular anastomosis leaked due to tissue damage. " what was the product code of the circular stapler? You have stated that the leak was due to the tissue damage, however, please confirm that you are referring to the cs40g device causing the tissue damage. Or did the circular stapler itself cause the tissue damage that resulted in the anastomotic leak? Was there any change in the post-operative care of the patient due to the event? If yes, please describe. What is the current patient status?

Event description:
It was reported that the surgeon was doing a low anterior resection and closed the device over the bowel he then fired and the device he felt that it did not close properly ¿ he forced handles back and removed from tissue ¿ half fired staples were noticed. A new device was introduced and fired lower as the bowel was damaged by the first firing. Subsequent circular anastomosis leaked due to tissue damage. Delay 20 min ¿ extra surgical time hand sewing 30mins. Patient fine currently.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: can you please clarify, when the "subsequent circular anastomosis leaked due to tissue damage. " what was the product code of the circular stapler? Yes he thinks so but it is hard to tell you have stated that the leak was due to the tissue damage, however, please confirm that you are referring to the cs40g device causing the tissue damage. More thanks likely but unknown to be fair or did the circular stapler itself cause the tissue damage that resulted in the anastomotic leak? As above was there any change in the post-operative care of the patient due to the event? If yes, please describe. Since the case happened nearly 2 months ago, have there been any further information in regards to patient's status? Surgeon said that they converted to a trans anal type ta tme hand sewn sutured anastomosis this took an extra 45 mins and another consultant was called in to assist. Patient recovered well and is currently fine. Additional clarifying information was requested and the following was obtained: what is the current patient status? Response: no further information is available from the surgeon: patient recovered well and is currently fine.

Manufacturer narrative:
(B)(4). Batch # p58m78. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer uncut, with the drivers and with the knife exposed and with several staples stuck in the washer. The retaining pin was not connected to the coupler and pushrod. The device was tested for functionality with a test reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The device fired without any difficulties. The device opened and closed without any difficulties. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The retaining pin worked as intended during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.